Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with mild marco striae, inferior temporal, in left eye. The striae in the patient's left eye was smoothed out with wex cell. It was stated that the patient did not have loss of best corrected visual acuity (bcva). The patient did not have any complaints but reports she may have rubbed her eye during her nap but feels no discomfort or change in vision for her left eye. Patient reported symptoms are not interfering with daily activities. Patient's symptoms were resolved as of (B)(6) 2017. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.75 x -.75 x 0, left eye pre-op 20/20 -2.50 x -.25 x 0.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.